Event description:
A nurse reported that after the intraocular lens implantation surgery, the patient was seeing shadows. Hence the lens was explanted in a secondary procedure and replaced with monofocal lens. Additional information was requested, but no further information is available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4) .